Event description:
The article, "impact of baseline atrial fibrillation on conduction disturbances after tavr: insights from a large cohort study", was reviewed. The article presented a retrospective, single center study to assess the effect of baseline heart rhythm on the risk of conduction abnormalities following transcatheter aortic valve replacement (tavr). Devices included in the study were edwards sapien 3, sapien 3 ultra, colibri, myval, medtronic evolut r, evolut pro, evolut pro+, navitor, and accurate neo. The article concluded that baseline atrial fibrillation (af) was not associated with an increased risk of permanent pacemaker (ppm) implantation or new onset left bundle branch block (lbbb) compared with sinus rhythm. These findings suggest that baseline rhythm alone should not be considered an independent predictor of ppm implantation or conduction disturbances (cds) following tavr. [The primary and corresponding author was nicolas dumonteil, groupe cardiovasculare interventional, clinique pasteur, 31300 toulouse, france, with corresponding email: ndumonteil@clinique-pasteur.com]. The time frame of the study was from 2013 to 2024. A total of 5195 patients were included in the study, of which it was not reported how many received an abbott device. It was noted 3604 (69.4%) received a self-expandable valve (sev). The average age was 84 years and the majority gender was male. Comorbidities included dyslipidemia, hypertension, diabetes mellitus, coronary artery disease, prior percutaneous coronary intervention, prior coronary artery bypass graft, prior cerebrovascular accident/transient ischemic attack, peripheral vascular disease, heart block.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: date of death is estimated b3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: impact of baseline atrial fibrillation on conduction disturbances after tavr: insights from a large cohort study.

Event description:
N/a

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including dyslipidemia, hypertension, diabetes mellitus, coronary artery disease, prior percutaneous coronary intervention, prior coronary artery bypass graft, prior cerebrovascular accident/transient ischemic attack, peripheral vascular disease, heart block. Complications reported included death, surgical intervention (valve-in-valve, pacemaker), unexpected medical intervention (post-dilatation, repositioned), cerebrovascular accident (stroke), heart block, bleeding; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: impact of baseline atrial fibrillation on conduction disturbances after tavr: insights from a large cohort study.